Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb signs of fluid droplets on the video image. Based on the result, we concluded that it was caused due to the moisture condensation in the cmos module with drive pcb. In addition, our technician confirmed that the operation channel (primary) perforated, and the insertion flexible tube buckled; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (cloudy).